Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered positioning issues during impella cp support. It was noted that the patient moved, so the impella migrated into the aorta and had to be replaced with a new one. The patient survived.

Manufacturer narrative:
No product was returned. The cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position by the patient when he moved. The device passed all post sterile inspection checks.